Manufacturer narrative:
Manufacturer received report of blisters on patient breast after use of device. According to the patient report, the blisters occured underneath clothing while undergoing skin exposure to red light on an adjacent area. Manufacturer first received notification of patient report from FDA medwatch notification on march 24, 2023. Manufacturer has spoken to the healthcare proivder and learned that they had not seen the alleged blisters, and that the patient had continued treatments for a period of time after the alleged incident date. Manufacturer has unsuccessfully reached out to patient. Healthcare provider is in process of returning device for inspection by manufacturer, although the device continues operating normally according to the provider.

Event description:
Manufacturer received notification on 3/24/2023 of an event reported to FDA by a patient. According to the medwatch notification, the patient aleges that two blisters formed on skin underneath her clothing following red light treatment. Patient narrative from the medwatch form (mw5115842): "on my 3rd visit for ultraslim red light therapy 2 blisters occurred on my left breast medial. The treatment was for my neck but the light was so positioned that it covered over my left breast which. I was wearing a two layer camisole and no additional covering was used. I told the owner about the blisters when she returned from being out of town. The next treatments were done using a mat that covered that area. Who knew this would become complicated. I didn't heal well as I've had many reconstructive surgeries on my chest as I am a breast cancer survivor. I have seen many doctors and I was told it would probably have to have a revision surgery on that breast. The owner (B)(6) was really sorry about it and wanted to talk to mr. (B)(6) the developer of the red light therapy. I just thought the FDA should know about this hazard."